Event description:
Per physicians recorded progress notes post video-bronchoscopy procedure on (B)(6) 2019. The stent itself was noted to have several broken struts along the membranous region about 2/3 of the way down.